Manufacturer narrative:
The manufacture's investigation concluded the meter was damaged by fluid intrusion, and was partially melted by an external heat source, such as a microwave oven.

Event description:
Customer initially called because meter would not charge after being plugged into his computer over night. He mentioned that the meter was warm. No adverse events alleged. The complaint did not meet the criteria to be reported at the time of the call. The meter was returned for evaluation. Replacement meter was sent to the customer.

Manufacturer narrative:
The meter was returned to qa for evaluation. It appeared to have gotten warm enough to ruin the display, and an area on the back of the meter appeared to have been affected by heat. The meter was sent to the supplier for further investigation.